Manufacturer narrative:
Additional surgery took place. Hence, the event is reportable. Additional event details, updated implant date. Additional patient code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws (2) in a plif for spondylodesis ((B)(6) 2019) for lysis and hnp at l5-s1. It was reported that the screws broke post-op and there were screw threads remaining in the patient's body. There were no patient symptoms or complications as a result of the event that screw removal was not possible/safe. Additional screw placement s2 for caudal support in follow-up surgery was necessary. The patient still lumbar back pain. The screws were implanted on (B)(6) 2019 and were partially explanted (only screw tulips) on (B)(6) 2021. No further complications were reported/ anticipated.

Manufacturer narrative:
D4: updated lot# post analysis h3: product analysis- the shaft of the bone screw was fractured just under the head. A microscopic review of the fracture face has beach marks through the cross-sectional area of the bone screw, consistent with cyclic fatigue. H4: updated device mfg date h6: updated eval. Code result and eval. Code conclusion post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by manufacturer: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with screws (2) in an unknown spinal therapy for an unknown spinal indication. It was reported that the screws broke post-op and there were screw threads remaining in the patient's body. The screws were partially explanted (only screw tulips) on (B)(6) 2021. It is unknown if there were patient symptoms or complications as a result of the event. No further complications were reported/ anticipated.